Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, narrow, mid left anterior descending artery, two stents were to be implanted. The 3.0 x 18 mm xience v stent was implanted in the distal part of the lesion, and a second xience v stent was used in the proximal part of the lesion. Then the stent balloon was used to post-dilate the stent which resulted in movement of the first xience v stent in the distal direction and not covering the lesion. In order to cover the entire lesion, a third xience v stent was deployed between the first and second stents. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. The xience v stent delivery system is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all available relevant information. The second xience v noted is being reported under a separate medwatch number.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent remains in the patient anatomy. Analysis of the returned stent delivery system noted no damage to the device. There was no report of any damage to the stent implant prior to or during deployment which suggest that a product deficiency did not contribute to the reported issue. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, investigation, there is no evidence to suggest that a product deficiency is suspected.